Event description:
It was reported that when using the bd pyxis medstation system, the auxiliary cabinet drawer 2.1 had several cubies in positions c-5, c- 6, and b-5, b- 6 that were inserted but were not detected. The customer stated that the user was unable to issue medications for a patient due to this malfunction. The customer reported that there was no delay since the user removed the medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had ghost cubies. A field service engineer tested all reported pockets in the hardware test application, and no device problems were detected. The system functioned as intended after the field service engineer troubleshooted the device.